Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient's right eye corneal surface shows possible loose epithelium and slow healing process three weeks post photo refractive keratectomy (prk). Patient complains of blurry vision at far. Patient was offered spare spectacles to use but declined at this time. A sodium chloride hypertonicity ophthalmic drop was prescribed and visual acuity seems to be improving with use. Sodium chloride hypertonicity ophthalmic ointment was prescribed to be used at bedtime. Patient continues to be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4)